Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusion: no conclusion can be drawn.

Event description:
On (B)(6) 2010, a pt's mother contacted our (B)(4) affiliate to report the pt was seen at (B)(6) eye clinic complaining of pain od. The pt had been wearing 1-day trueye contact lenses (narafilcon a). Narafilcon a lenses are not marketed in the united states. The pt was diagnosed with "deep staining" and prescribed antibiotic eye drops. The pt was instructed to discontinue contact lens (cl) wear for 15 days. On (B)(6) 2010, the pt returned to (B)(6) eye clinic and was told the same information as the (B)(6) 2010 visit. That same day, the pt was seen at (B)(6) eye clinic, the pt's mother was told the same diagnosis, "deep staining od." The pt was prescribed eye drops and antibiotics and told to use the drops that were prescribed at (B)(6) eye clinic. On (B)(6) 2010, the pt returned to (B)(6) eye clinic and was told that the pt's eye was fine. The pt's mother does not remember the details of the event; she consented to allow us to contact the treating ecp to obtain additional information. On (B)(4) 2010, (B)(6) eye clinic was contacted and the ecp provided additional information as follows, the pt was seen at the clinic on (B)(6) 2010. The pt was diagnosed with bacterial corneal ulcer od. The pt was prescribed ofloxin and eye drops. On (B)(6) 2010, the pt's condition improved. It is unknown whether this event was related to cl wear. The ecp refused a face-to-face medical interview. The ecp refused to provide additional information. No additional information is available at this time. The product and lot number were not provided. If additional information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.